Event description:
Consumer alleges she was using a heating pad on top of her leg and under the covers in her bed. She smelled a burn smell and pulled the covers back to find her sheets and mattress scorched. No injuries were reported with this incident.

Manufacturer narrative:
Although consumer states she had the pad on top of her leg, the scorching of the mattress indicates the pad was against the mattress which means her leg was on top of the pad. Consumer was also using the heating pad under the covers. These are violations of the instructions and warnings provided with the product. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.